Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the threshold measurement on the right atrial (ra) lead was too high. Attempts were made to reposition the ra ;ead, but they were unsuccessful due to dislodgement. The physician does not know if the helix remained extended or was stuck retracted. The helix was hardly visible through fluoroscopy. No adverse patient effects were reported.